Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
It was reported that impedances greater than 4000 ohms were measured on 'some of the bipolar pairs.' It was noted that 'question marks' were seen. It was noted that after increasing the test parameter to 2.5 volts, contacts pairs 0 and 3, 1 and 3 and 2 and 3 were 'all over 4000 ohms.' It was noted that the other contacts had measurements of 1167 ohms. It was noted that '5 and 7 combinations were question marks.' It was noted that 'all others were in range.' It was noted that electrode 3 did not appear to be intact. It was further noted that the patient's battery was low. It was noted that the patient needed to increase the amplitude in the 6 months prior to the report. Additional information reported that the implantable neurostimulator (ins) was 'nearing normal depletion' and was still functioning. It was noted that the patient's device was going to be replaced, but the replacement surgery had not been scheduled. It was noted that 'only 5% capacity was remaining' in the patient's device. It was noted that the patient was receiving effective therapy for a "short amount of time" at the time of the report.